Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 594mg/dl. The customer experienced excessive thirst/urination, vomit, nausea, fatigue, and weakness. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found multiple motor error alarms. The customer mentioned that since she has been reconnected to the insulin pump her blood glucose is increasing. The customer stated that the device was exposed to a high magnetic field while having x-rays due to a breaking toe. The displacement and self test were performed and passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.